Event description:
In 2009, patient reported, she changed her infusion site, infusion tubing and insulin cartridge this morning. Patient stated 2 hours and 40 minutes later, she received an occlusion error and faced an elevated reading due to being without her insulin for 1/2 hours. Patient reported, her reading was 295 mg/dl. Had patient disconnect infusion tubing from pigtail; was able to prime out of the tubing successfully. Recommended she change the pigtail site. Patient changed the pigtail site, placed infusion device in run mode and bolused 3 units of insulin for the elevated reading; went through successfully. On call back 2 hours and 25 minutes later, patient reported her blood glucose is continuing to go up instead of down. She reported blood glucose readings of 396 mg/dl for which she bolused 5 units of insulin and then 1 hour later, her reading had gone up to 496 mg/dl. Patient stated, she has not had any more error messages and she has changed all of the accessories. Advised her to contact her physician for help bringing the readings down. On call back 7 hours later, patient reported after taking a shower she went to connect back to her site and noticed that the tubing was not making the right connection; she stated, she then put in a new tubing. Patient reported she did contact her physician who advised her to take 10 units of insulin by injection. She stated, her blood glucose readings reached 589 mg/dl today. Educated patient on connecting the infusion set tubing properly. Product was replaced and requested return of the suspect product for evaluation.